Manufacturer narrative:
Concomitant medical products: product ID: 3889, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an advanced evaluation trial patient with an external neurostimulator (ens) for urge incontinence and urgency frequency. It was reported by an advanced evaluation patient that their programmer had been giving them an error ¿connection failure¿ off and on. Support link noted that they verified that the therapy was being delivered. The patient also stated they felt like something was ¿sticking out of¿ their vagina and it was uncomfortable. The patient reported they were concerned they might have pulled a lead out. The patient stated that the stimulation had been uncomfortable when it was first set at their procedure however it was resolved when the stimulation had been turned down. On (B)(6) 2020 the patient stated that they had not been feeling well and that they were running a fever. The patient was also reporting having a headache and having bleeding around the incision site. The patient stated that they had uncomfortable stimulation so they had turned their stimulation down to 1.9. The patient mentioned that they had been out of it in the beginning of the evaluation from the anesthesia and the pain medication. There were no further complications reported.